Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The noise could be reproduced via provocative testing. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.